Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
The "date returned to manufacturer" was inadvertently omitted from the initial report.

Event description:
Device 3 of 3.reference MFR report: 1627487-2013-24095.reference MFR report: 1627487-2013-24096.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-24095 and 1627487-2013-24096.